Manufacturer narrative:
A ge representative evaluated the system and repaired the power cord plug. No patient injury was reported.

Event description:
Customer reported, the system shut down during a case. No patient injury was reported.